Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Update received: 16th april 2014 - added surgeon: dr (B)(6), filled mapped to mw fields, added patient height, added patient weight, added patient age, added patient activity level, added all products - cup and head were amended from dummy products, added implant date to implant date field, added revision date: (B)(6) 2014, added further reasons for revision: loose asr cup. No fixation of cup at time of revision. Cup was shifted to retroversion and 90 degrees of abduction on pre op film on (B)(6). Metallosis was present, added side hip: right, added hospital name and hospital number, added sales rep name and added sales rep phone number. Hospital name: (B)(6). Hospital number: (B)(6).

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.